Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). While on the call patient states once in a while they will connect to the ins with the controller and the stimulation settings will be at 0 and it will do it on its own. Agent asked if the implant was depleted at the time and patient states no. Agent asked if the pt has adaptive stim settings, pt states yes she does but can not confirm if the adaptive stim was on at the times when she was seeing the settings at zero. Patient will document when the settings go to 0 and bring the information to the next dr appointment agent reviewed and redirected to dr. Agent asked event date, pt states unknown. [Omitted information in (B)(4) for rpl portion]

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.